Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient was diagnosed with dementia-alzheimer and parkinsons and had been failing for a long time. The patient was placed in respite care and it was thought they also had a stroke, but it was never confirmed. It was also noted one year ago the patient fell and got a concussion and was in trauma center which "seemed to be the beginning of the changes." Three to five months prior to (B)(6) 2016 the patient's shaking gradually increased towards the end of the day when they were tired. The patient died on (B)(6) 2016 in a medical facility, but it was not thought to be related to the device or therapy. Relevant medical history includes essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer was admitted into hospice with a diagnosis of dementia in parkinson¿s disease. It was noted the consumer was able to ambulate at times, but mostly using a wheelchair with their last fall occurring on (B)(6) which did not result in an injury. The consumer was oriented to self and place with periods of confusion and garbled speech at times. On (B)(6) 2016 the consumer had some hallucinations late in the evening which was something they were diagnosed with prior to being admitted into hospice. On (B)(6) 2016 the consumer had increased weakness and had not voided since the night prior. Once the consumer was moved to the bedside commode they voided a large amount and were then transferred to their wheelchair. Following this they ate at the kitchen table where they did have a tremor. On (B)(6) 2016 the consumer had a catheter placed for incontinence issues resulting in a yeast rash over their peri-area, which was something they were diagnosed with prior to being admitted into hospice.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of death for the patient was listed as dementia and parkinson's disease; there was no indication the deep brain stimulator was involved, as the indication was natural disease progression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.